Event description:
It was reported that the device , "it was being used for a cystoscope in a hdr (high dose rate) prostate brachytherapy radiation treatment " and the user "could not get a good visual ". The issue occurred at preparation for use . Per the report, "the faulty equipment was switched out for functional equipment " along with the scope and the issue was resolved. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. The subject device underwent visual and functional tests to assess the device status. The reported allegation was not confirmed. However, no image due to faulty cable was observed. Additionally, charged coupled device lens was scratched. Failed leak test due to small puncture in cable was also observed. Cable can attribute to the reported event of "not getting clear images." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the additional discovered damages is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "warning ¿ if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. Continued use in such condition may cause abnormality again and it may not be able to recover to normal condition. In this case, immediately stop use and withdraw the endoscope from the patient slowly. Continued use of such equipment may cause patient injury, bleeding and/or perforation. ¿ if the endoscopic image on the video monitor should unexpectedly disappear or freeze during an examination and cannot be restored, turn the otv-s7v off and then on again. If the image still does not appear, immediately turn the otv-s7v off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to ensure that the examination does not need to be interrupted due to equipment failure or malfunction." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the device , "it was being used for a cystoscope in a hdr (high dose rate) prostate brachytherapy radiation treatment " and the user "could not get a good visual ". The issue occurred at preparation for use . Per the report, "the faulty equipment was switched out for functional equipment " along with the scope and the issue was resolved. There was no patient impact , no harm reported due to the event.